Event description:
Allegedly, hip revision was done due to pain, elevated metal ions, a locking sensation, & swelling. Physician noted: "not fully ingrowth" intraoperatively; all mom complications (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01448.